Event description:
It was reported that, "physician was final tightening screws. He did not appear to be over tightening. Arrows lined up on 12mm mark on all previous screws with no extreme effort. Said screw was at a difficult angle that physician was tightening when driver tip broke off."

Manufacturer narrative:
Add'l info has been requested and if made available this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.